Event description:
Probe #2 frosted on the cryo probe shaft. Case proceeded with warm water drizzel to prevent patient skin freezing. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.